Manufacturer narrative:
A titan pump and detached inlet tubing with connector were received for analysis. A separation was noted through the pump body near the exhaust strain relief. This was a site of leakage. The surfaces of this separation appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the detached inlet tubing or connector. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the pump body relief to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing fracture occurred. The device was revised and replaced.